Event description:
It was reported that a dexcom g7 continuous glucose monitor (cgm) user on the ilet bionic pancreas experienced a low glucose was reported at a value of 61 mg/dl event shortly after announcing dinner, followed by self-treatment with oral glucose that the patient acknowledged was an overcorrection, with subsequent glucose rising to 205 mg/dl. No adverse clinical symptoms associated with hyperglycemia and hyperglycemia reported. Outcomes included a transient low lasting about 15 minutes without escalation of care. Investigation included troubleshooting and education regarding hypoglycemia management. Investigation of this case revealed patient-related overtreatment of hypoglycemia after meal announcement, with device function not implicated. It was concluded, based on previously established findings for similar reports, that the cause was user technique and management factors. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.